Event description:
It was reported that a large volume infusor did not flow. The reporter stated that there was still no flow after force priming was attempted. This occurred after filling. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14n021 was manufactured between december 5, 2014 and december 8, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye showed no obvious signs of physical abnormality that could have caused the reported condition. A functional flow test was subsequently performed by filling the unit with sodium chloride solution. After fill, no evidence of flow was observed at the distal luer. Forced priming was subsequently attempted, but flow was still not observed. The reported condition was verified. The cause was due to crystallized drug blocking the fluid path at the distal end of the glass capillary. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.